Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils broke loose from device and embedded in uterus"), pelvic pain ("pelvic pain/pain"), device dislocation ("migration of essure device location of device"), menorrhagia ("heavy menorrhagia"), pregnancy with contraceptive device ("miscarriage"), device breakage ("coils broke loose from device and embedded in uterus"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for discomfort: mirena. Concurrent conditions included sicca syndrome, depression, low back pain, burning micturition and obesity. Concomitant products included baclofen since 2011, cevimeline since 2011, hydrocodone since 2010, hydroxychloroquine and pregabalin (lyrica) since 2010. In 2009, the patient experienced fatigue ("chronic fatigue"). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cyst"). In 2010, the patient experienced fibromyalgia ("fibromyalgia"), skin irritation ("skin irritation"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), memory impairment ("memory problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision") and disturbance in attention ("trouble concentrating"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the first episode of back pain ("back pain"), arthralgia ("joint pain"), asthenia ("weakness"), osteoarthritis ("osteoarthritis"), abdominal pain ("abdominal pain"), the second episode of back pain ("back pain") and abdominal pain lower ("cramps"). The patient was treated with surgery (ablation performed on (B)(6)2012 and bilateral salpingectomy on (B)(6)2012, total laparoscopic hysterectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, device dislocation, menorrhagia, pregnancy with contraceptive device, device breakage, abortion spontaneous, fibromyalgia, fatigue, mood swings, vaginal haemorrhage, skin irritation, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, endometriosis, arthralgia, asthenia, osteoarthritis, ovarian cyst, disturbance in attention and abdominal pain outcome was unknown, the pelvic pain, nausea and the last episode of back pain was resolving, the genital haemorrhage had resolved and the abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, asthenia, bladder disorder, device breakage, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, skin irritation, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she had surgery to remove the essure implant on (B)(6)2012 and on (B)(6)2016. Current weight 205 lbs and approximate weight at the time of essure placement 173 lbs. Insertion details- she had eight coils visible on the right and three on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Pathology test - on (B)(6)2012: diagnosis: segments of bilateral fallopian tubes (bilateral salpingectomy focal luminal distortion and foreign bodies compatible with medical devices, benign paratubal cyst. Gross description: it consists of four undesignated portions of fallopian tube. The three smaller fragments contain metallic devices consistent with essure micro-insert, the fragments range from 0.5x0.4x 0.2 to 0.3x 2.3x 1.0 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 18-feb-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
"Prospective" pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("coils broke loose from device and embedded in uterus"), pelvic pain ("pelvic pain/pain"), menorrhagia ("heavy menorrhagia"), pregnancy with contraceptive device ("miscarriage"), device breakage ("coils broke loose from device and embedded in uterus"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for discomfort: mirena. Concurrent conditions included sicca syndrome, depression, low back pain, burning micturition and obesity. Concomitant products included baclofen since 2011, cevimeline since 2011, hydrocodone since 2010 and hydroxychloroquine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2009, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cyst"). In 2010, the patient experienced fibromyalgia ("fibromyalgia"), skin irritation ("skin irritation"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), memory impairment ("memory problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision") and disturbance in attention ("trouble concentrating"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced nausea ("nausea") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the first episode of back pain ("back pain"), arthralgia ("joint pain"), asthenia ("weakness"), osteoarthritis ("osteoarthritis"), abdominal pain ("abdominal pain") and the second episode of back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2012, total laparoscopic hysterectomy on (B)(6) 2016) and surgery (ablation performed on (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, pregnancy with contraceptive device, device breakage, abortion spontaneous, fibromyalgia, fatigue, mood swings, vaginal haemorrhage, skin irritation, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, endometriosis, arthralgia, asthenia, osteoarthritis, ovarian cyst, disturbance in attention and abdominal pain outcome was unknown, the pelvic pain, nausea and the last episode of back pain was resolving and the genital haemorrhage had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, asthenia, bladder disorder, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, skin irritation, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she had surgery to remove the essure implant on (B)(6) 2012 and on (B)(6) 2016. Current weight 205 lbs and approximate weight at the time of essure placement 173 lbs. Insertion details- she had eight coils visible on the right and three on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (B)(6) 2012 surgical pathology report: diagnosis: segments of bilateral fallopian tubes (bilateral salpingectomy focal luminal distortion and foreign bodies compatible with medical devices, benign paratubal cyst. Gross description: it consists of four undesignated portions of fallopian tube. The three smaller fragments contain metallic devices consistent with essure micro-insert, the fragments range from 0.5x0.4x 0.2 to 0.3x 2.3x 1.0 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: mood swings, abnormal bleeding vaginal, fibromyalgia, skin irritation, bladder or urinary problems or changes, migraines / headaches, coils broke loose from device and embedded in uterus, nausea, dental problems, memory, trouble concentrating, dysmenorrhea (cramping), dyspareunia, vaginal discharge, blurry vision, weight gain, endometriosis, joint pain, weakness, osteoarthritis, abdominal pain, back pain, abnormal bleeding were added. New reporters were added. Outcomes of events pelvic pain, back pain, nausea from unknown recovering/resolving and abnormal bleeding from unknown to recovered/resolved were updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils broke loose from device and embedded in uterus"), pelvic pain ("pelvic pain/pain"), device dislocation ("migration of essure device location of device"), menorrhagia ("heavy menorrhagia"), pregnancy with contraceptive device ("miscarriage"), device breakage ("coils broke loose from device and embedded in uterus"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for discomfort: mirena. Concurrent conditions included sicca syndrome, depression, low back pain, burning micturition and obesity. Concomitant products included baclofen since 2011, cevimeline since 2011, hydrocodone since 2010, hydroxychloroquine and pregabalin (lyrica) since 2010. In 2009, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cyst"). In 2010, the patient experienced fibromyalgia ("fibromyalgia"), skin irritation ("skin irritation"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), memory impairment ("memory problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision") and disturbance in attention ("trouble concentrating"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the first episode of back pain ("back pain"), arthralgia ("joint pain"), asthenia ("weakness"), osteoarthritis ("osteoarthritis"), abdominal pain ("abdominal pain"), the second episode of back pain ("back pain") and abdominal pain lower ("cramps"). The patient was treated with surgery (ablation performed on (B)(6) 2012 and bilateral salpingectomy on (B)(6) 2012, total laparoscopic hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, menorrhagia, pregnancy with contraceptive device, device breakage, abortion spontaneous, fibromyalgia, fatigue, mood swings, vaginal haemorrhage, skin irritation, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, endometriosis, arthralgia, asthenia, osteoarthritis, ovarian cyst, disturbance in attention and abdominal pain outcome was unknown, the pelvic pain, nausea and the last episode of back pain was resolving, the genital haemorrhage had resolved and the abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, asthenia, bladder disorder, device breakage, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, skin irritation, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she had surgery to remove the essure implant on (B)(6) 2012 and on (B)(6) 2016. Current weight 205 lbs and approximate weight at the time of essure placement 173 lbs. Insertion details- she had eight coils visible on the right and three on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. (B)(6) 2012 surgical pathology report: diagnosis: segments of bilateral fallopian tubes (bilateral salpingectomy focal luminal distortion and foreign bodies compatible with medical devices, benign paratubal cyst. Gross description: it consists of four undesignated portions of fallopian tube. The three smaller fragments contain metallic devices consistent with essure micro-insert, the fragments range from 0.5x0.4x 0.2 to 0.3x 2.3x 1.0 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received. Concomitant drug added. Events migration of essure device location of device and cramps added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils broke loose from device and embedded in uterus'), pelvic pain ('pelvic pain/pain'), device dislocation ('migration of essure device location of device'), menorrhagia ('heavy menorrhagia'), uterine perforation ('perforation'), device breakage ('coils broke loose from device and embedded in uterus') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included degenerative disc disease. Previously administered products included for discomfort: mirena. Concurrent conditions included sicca syndrome, depression, low back pain, burning micturition and obesity. Concomitant products included baclofen since 2011, cevimeline since 2011, hydrocodone since 2010, hydroxychloroquine and pregabalin (lyrica) since 2010. In 2009, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cyst"). In 2010, the patient experienced fibromyalgia ("fibromyalgia"), skin irritation ("skin irritation"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), memory impairment ("memory problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision") and disturbance in attention ("trouble concentrating"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), the first episode of back pain ("back pain"), arthralgia ("joint pain"), asthenia ("weakness"), osteoarthritis ("osteoarthritis"), abdominal pain ("abdominal pain"), the second episode of back pain ("back pain") and abdominal pain lower ("cramps") and was found to have a pregnancy with contraceptive device ("miscarriage"). The patient was treated with surgery (ablation performed on (B)(6) 2012 and bilateral salpingectomy on (B)(6) 2012, total laparoscopic hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, menorrhagia, uterine perforation, pregnancy with contraceptive device, device breakage, abortion spontaneous, fibromyalgia, fatigue, mood swings, vaginal haemorrhage, skin irritation, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, endometriosis, arthralgia, asthenia, osteoarthritis, ovarian cyst, disturbance in attention and abdominal pain outcome was unknown, the pelvic pain, nausea and the last episode of back pain was resolving, the genital haemorrhage had resolved and the abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, asthenia, bladder disorder, device breakage, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, skin irritation, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she had surgery to remove the essure implant on (B)(6) 2012 and on (B)(6) 2016. Current weight 205 lbs and approximate weight at the time of essure placement 173 lbs. Insertion details- she had eight coils visible on the right and three on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: diagnosis: segments of bilateral fallopian tubes (bilateral salpingectomy focal luminal distortion and foreign bodies compatible with medical devices, benign paratubal cyst. Gross description: it consists of four undesignated portions of fallopian tube. The three smaller fragments contain metallic devices consistent with essure micro-insert, the fragments range from 0.5x0.4x 0.2 to 0.3x 2.3x 1.0 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils broke loose from device and embedded in uterus'), pelvic pain ('pelvic pain/pain'), device dislocation ('migration of essure device location of device'), menorrhagia ('heavy menorrhagia'), uterine perforation ('perforation'), pregnancy with contraceptive device ('miscarriage'), device breakage ('coils broke loose from device and embedded in uterus'), abortion spontaneous ('miscarriage') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included degenerative disc disease. Previously administered products included for discomfort: mirena. Concurrent conditions included sicca syndrome, depression, low back pain, burning micturition and obesity. Concomitant products included baclofen since 2011, cevimeline since 2011, hydrocodone since 2010, hydroxychloroquine and pregabalin (lyrica) since 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2009, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cyst"). In 2010, the patient experienced fibromyalgia ("fibromyalgia"), skin irritation ("skin irritation"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), memory impairment ("memory problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision") and disturbance in attention ("trouble concentrating"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the first episode of back pain ("back pain"), arthralgia ("joint pain"), asthenia ("weakness"), osteoarthritis ("osteoarthritis"), abdominal pain ("abdominal pain"), the second episode of back pain ("back pain") and abdominal pain lower ("cramps") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation performed on (B)(6) 2012 and bilateral salpingectomy on (B)(6) 2012, total laparoscopic hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, menorrhagia, uterine perforation, pregnancy with contraceptive device, device breakage, abortion spontaneous, fibromyalgia, fatigue, mood swings, vaginal haemorrhage, skin irritation, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, endometriosis, arthralgia, asthenia, osteoarthritis, ovarian cyst, disturbance in attention and abdominal pain outcome was unknown, the pelvic pain, nausea and the last episode of back pain was resolving, the genital haemorrhage had resolved and the abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, asthenia, bladder disorder, device breakage, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, skin irritation, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she had surgery to remove the essure implant on (B)(6) 2012 and on (B)(6) 2016. Current weight 205 lbs and approximate weight at the time of essure placement 173 lbs. Insertion details- she had eight coils visible on the right and three on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: diagnosis: segments of bilateral fallopian tubes (bilateral salpingectomy focal luminal distortion and foreign bodies compatible with medical devices, benign paratubal cyst. Gross description: it consists of four undesignated portions of fallopian tube. The three smaller fragments contain metallic devices consistent with essure micro-insert, the fragments range from 0.5x0.4x 0.2 to 0.3x 2.3x 1.0 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event "uterine perforation" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fatigue ("chronic fatigue"), menorrhagia ("heavy menorrhagia") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, fatigue, menorrhagia and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, autoimmune disorder, back pain, fatigue, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she had surgery to remove the essure implant on (B)(6) 20i2 and on (B)(6) 2016. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.